Manufacturer narrative:
Corrosion was observed on the pcb and the bottom battery. Due to the corrosion, the device was unable to be downloaded. It can not be confirmed if an alarm occurred. An internal tear was observed on the soft cannula and fluid was observed leaving the tear. Due to the tear, fluid was unable to pass through the entire fluid path and out the distal tip of the soft cannula. The internal tear can be confirmed as the cause of corrosion inside the device. The timing and cause of this damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 15 mmol/l (270 mg/dl). The pod was worn between 24 and 36 hours on the abdomen. Hyperglycemia treated with a new pod.